Event description:
It was reported that after use, the bd vacutainer® k2e 3.6mg plus blood collection tubes were found to be collapsed. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Investigation summary: bd japan received three (3) samples and attached four (4) photos for investigation. The samples and photos were reviewed and the indicated failure mode for collapsed tube was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of collapsed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of collapsed tube. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.